Manufacturer narrative:
Qn#(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of "pump making loud clicking noise" is not able to be confirmed. If additional information or a part is received at a later date, the notification will be reopened, and a full investigation will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported the intra-aortic balloon pump (iabp) began pumping and the staff heard clicking noises. The noise became louder and continued for about an hour. As a result, the pump was stopped and was swapped out. There was no report of patient complications, serious injury or death.

Event description:
It was reported the intra-aortic balloon pump (iabp) began pumping and the staff heard clicking noises. The noise became louder and continued for about an hour. As a result, the pump was stopped and was swapped out. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of "pump making loud clicking noise" is not able to be confirmed. If additional information or a part is received at a later date, the notification will be reopened, and a full investigation will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: the evaluation codes fields were not filled in when the initial follow-up was submitted. A second follow-up is being sent with the e valuation codes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the intra-aortic balloon pump (iabp) began pumping and the staff heard clicking noises. The noise became louder and continued for about an hour. As a result, the pump was stopped and was swapped out. There was no report of patient complications, serious injury or death.